Event description:
Patient received anti-tachycardia pacing while charging followed by inappropriate shock in the vf zone due to noise on the ventricular lead. Lead fracture was confirmed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.